Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1 ml/ml of heparin at 1 ml/ml and 1 ml/ml of saline at 1 ml/ml via an implantable pump for cancer chemotherapy. On (B)(6) 2019, it was reported that the patient's pump was empty. The patient was reportedly due for a refill. It was noted that the patient's therapy was not intentionally discontinued. No targeted drug delivery (tdd) symptoms were reported. No further complications were reported.